Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a non-cardiac surgical procedure that the health care professionals heard audible tones from the patient's implantable cardioverter defibrillator (ICD). Troubleshooting was provided but there was no conclusive information indicating the source of the audible tones. Follow-up indicated the patient's clinic has not had any contact or information related to the procedure and the report of ICD toning. No changes were indicated and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.